Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Location and character of the pain? Was medical intervention given for the pain management? Results? If reoperation was performed please provide date and surgical findings product code and lot # what is physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was requested that a patient underwent an unknown gynecological procedure on an unknown date and the mesh was implanted. It was reported that patient experienced chronic pain and required a total tot removal. Additional information was requested.